Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently; the patient was revised approximately 23 years post implantation due to bone loss. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Implant year: 1999. Concomitant medical products: 00801100228 20076200 modular head 6 degree taper 28 mm head diameter medium neck, 65620005020 65804000 shell porous with holes 50 mm o.d. With calcicoat ceramic coating, 00631005028 65093500 liner 10 degree elevated rim 28 mm i.d. For use with 50/52/54 mm o.d. Shells. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d6; h2; h3; h4; h6 reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.